Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing with inappropriate therapies was reported. The patient was hospitalized. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 22, 2024 and january 20, 2025 recorded the pacing impedance around 500 ohms and the shock impedance around 70 ohms. The analysis of the provided iegm episodes no. 258, 257, 256, 255, 253 and 252 from january 20, 2025 revealed artifacts on the rv channel leading to oversensing. Multiple shocks were delivered on that day during these episodes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.